Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 43, insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor detected by reading an unexpected value from hall sensor and reservoir leak anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. Customer advised the reservoir leaked past the second o-ring and the issue remained unresolved. Customer advised the reservoir will not be returned for analysis.